Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 20) occurred during load. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level was 243 mg/dl. Reportedly, customer declined to provide back-up therapy method until replacement arrives.